Manufacturer narrative:
(B)(4). G2 - foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a foreign substance was observed in the inner sterile packaging of the bearing implant. The surgery was completed with a different product, and there was harm or consequence to the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Product was returned and a visual inspection was performed of the product packaging. There is a hair/string present on the inside of the product pouch. It should be noted that when received, the pouch has been opened and is unsealed. A video was provided from the hospital taken during the surgery which shows the hair / fiber within an opened 'peeled' heat sealing area of the pouch. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, a definitive root cause could not be determined. As the pouch seal had been opened, it is not possible to identify when the hair / fiber was introduced. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.